Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] the following was confirmed from the investigation. There was no abnormality in the inspection of olympus china. The subject device was not returned to the manufacturing site. From the above investigation, the cause of the reported phenomenon could not be identified. In addition, it could not surmise the cause because it could not be obtained information on other subject device abnormalities. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. Then since there was no sign of flickering the front panel, the subject device has been returned to the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was flickered during the reprocessing after the laparoscopic surgery. The intended procedure was completed with the subject device and its procedure not delayed more than 15 minutes. There was no patient injury associated with this report.